Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reasion.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 confirming that the revised product was manufactured by biomet orthopedics. The additional information received included product identification and surgery dates; however, the reason for the revision is still unknown. Therefore, this medwatch is being submitted to report the revision event with the limited information available. Should information related to event details be received, the information will be forwarded to the FDA via additional medwatch report(s). The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.